Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient who was implanted with a neurostimulator. It was reported that the patient was implanted with an implantable neurostimulator (ins) on (B)(6) 2010 and 3 months later, an infection was noted around the right ins. During the replacement procedure, a cloudy fluid was found around the ins; the whole system was removed on (B)(6) 2011 and replaced on an unknown date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.